Event description:
The facility biomedical engineering department reported the device had an 803:07 failure code during pt use. No pt injury or need for medical intervention was reported. Although attempts were made baxter's customer service to obtain additional information from the reporting facility, details were not available regarding pt demographics and diagnosis, pt status, age of pt, medication involved or set up of the device.